Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
A report was received by a field clinical specialist (fcs) that a patient expired approximately 1 year and 4 months and post-implant of a 29mm sapien 3 valve in the aortic position. The patient was an inpatient and on an echocardiogram it was noted the edwards tavr valve appeared thrombosed and the gradients and velocities were noted to be high. Medical records was reviewed and approximal 1 year and 4 months post implant, the patient was admitted for acute on chronic heart failure with reduced ejection fraction (hfpef) exacerbation and chronic kidney disease. The tee showed tavr has severe aortic stenosis, probably secondary to clot or pannus. Two leaflets are immobile and mild aortic regurgitation. On (B)(6) 2022 tee shows an ef 30-35%, av mean gradient 67 mmhg, ava (vti) 0.49 cm2, ava (vmax) 0.55 cm2.

Manufacturer narrative:
Corrections to section h6. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Imagery was reviewed and the following was observed: severe thv stenosis with a valve area of 0.75 cm2 by CT and 0.55 cm2 by echo. The rcc is more mobile than the ncc and lcc. Mild pvl at lcc and trace central ai. Av mean gradient 67 mmhg. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to valve stenosis and leaflet motion restricted in patient. A review of the complaint history from (B)(6) 2021 to (B)(6) 2021 revealed additional similar complaints for sapien 3 valve (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through evaluation of the medical records and provided imagery. No manufacturing nonconformance was identified during evaluation. A review of device and lot history did not reveal any indications that manufacturing nonconformance contributed to the reported events. A review of IFU/training materials also revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient expired approximately 1 year and 4 months and post-implant of a 29mm sapien 3 valve in the aortic position. The tee showed tavr has severe aortic stenosis, probably secondary to clot or pannus, with av mean gradient 67 mmhg, ava (vti) 0.49 cm2, ava (vmax) 0.55 cm2. Two leaflets (ncc & lcc) are immobile and mild aortic regurgitation.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Similarly, thrombosis, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction (nsvd), may also interfere with the functionality of the device leading to valve stenosis. The svd or nsvd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per imaging evaluation, the av mean gradient was 67 mmhg and the rcc was more mobile than the ncc and lcc. Review of medical records also noted that patient had hyperlipidemia, diabetes, and chronic kidney disease. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Diabetes mellitus and chronic kidney disease are a known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. When the valve become stenosed, the effective orifice area of valve reduces, which would subsequently lead to increased gradient. As such, it is possible that patient factors (hyperlipidemia, diabetes, chronic kidney disease, thrombosis, ingrowth of pannus) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. As the valve was stenosed, the leaflet may have stiffened, which can impact leaflet mobility and subsequently lead to aortic regurgitation. As such, available information suggests that patient factors (valve stenosis) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.